Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent graft deployed approximately one centimeter before the deployment system became unresponsive. The stent graft was exchanged over the guide wire without incident. A new stent graft was deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for eval. The safety clip was missing upon receipt. The tuohy borst valve was loose and the two-way stop cock was opened. The gray outer sheath was noted to be bent 51 mm from the strain relief with stretching also noted in this location. The stent graft was partially deployed and protruded approximately 3mm from the tip of the outer sheath. Dried blood was present between stent graft and outer catheter. An attempt was made to deploy the stent graft, however, due to the dried blood in the device the partially deployed stent graft could not be removed from the system. The investigation is confirmed for partial deployment based on the returned sample condition. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. Warnings: the stent graft (implant) cannot be repositioned after total or partial deployment. Once partially or fully deployed, the flair endovascular stent graft cannot be retracted or remounted onto the delivery system. Device removal after deployment can only be done with a surgical approach.